Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported the cause of the por issue was that the battery had expired. The patient had surgery scheduled on (B)(6) 2019 to have the battery replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they saw a power on reset (por) 2 days prior to report. They were redirected to their healthcare provider to address the issue. No patient symptoms were reported. No further complications were reported or anticipated.